Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern regarding a slow decline in right ventricular (rv) lead coil impedance. Follow up concluded that the impedance was stable and no intervention was required. The lead remains in use. No patient complications have been reported as a result of this event.